Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had gone to the emergency room for dehydration. The contact did not provide further information. Although multiple attempts were made, the contact did not reply to the requests for additional information.